Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller experienced intermittent controller error alarms during patient support. The alarms self-resolved after each occurrence and there was no harm to the patient resulting from the failures. The staff was advised to swap to a back up controller to resolve the issue.

Manufacturer narrative:
The investigation into automated impella controller (aic) - controller error (yellow alarm) has been completed. After the data log and device analysis the root cause of the controller error was determined to be a firmware issue. Failures of this type will be monitored for trends.